Event description:
It was reported that a spectrum iq pump over infused during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During flow rate accuracy testing, the overinfusion was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the pressure plate travel. The pressure plate travel will require adjustment to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.